Manufacturer narrative:
The patient was sent a replacement monitor as a resolution, and the device associated with this report was requested back. The device has not been returned yet, and the investigation is pending completion.

Event description:
The patient's reported that their livongo blood pressure monitor was off by 20 points for the diastolic and 10 points for the systolic compared to their doctor's blood pressure monitor. The patient's doctor increased his medication based on their livongo readings and later had him bring monitor in to verify the readings. It was confirmed by the patient's doctor that the livongo readings were higher than the patient's actual blood pressure measurement.